Event description:
It was reported that a as lvp 20d 2ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing detached at the distal y-site. Verbatim: "bd item #2420-0007 lot #10-20116103 detached at distal y smartsite, sample to send back and have picture".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-20. H6: investigation summary a sample was received and investigated by our quality team. The customer's complaint of separation was immediately apparent, verifying the complaint. Using a microscope for further visual inspection, the sample showed evidence of lack of solvent at the tubing junction during assembly. This is the root cause of the separation failure. Dimensional analyses using calipers showed the tubing to be within specifications. A device history record review for model 2420-0007 lot number 20116103 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a as lvp 20d 2ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing detached at the distal y-site. Verbatim: "bd item #2420-0007, lot #10-20116103, detached at distal y smartsite, sample to send back and have picture"".